Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between hd treatment with the fresenius 2008t machine and the patient becoming unresponsive with report of low blood pressure and cardiac arrest which required administration of normal saline and CPR. The cm reported the event was suspected to be related to low blood pressure from the process of dialysis and a side effect of the dialysis treatment. Low blood pressure during hemodialysis is a well-documented and common complication of hemodialysis therapy which can predispose patients to cardiac events. The patient did not require hospital admission, was ruled out for a myocardial infarction without any further medical intervention, and resumed normally scheduled hd treatments. Based on the available information, there is no objective evidence that 2008t machine malfunction or product deficiency caused the event. There were no reported machine issues during the patient¿s hd treatment and the clinic manager reported the machine is not suspected to have malfunctioned in anyway. The 2008t machine was pulled after the event (per clinic policy). It was reported that the machine passed all functional tests and was returned to service.

Event description:
During the follow up of an unrelated complaint event, the registered nurse (rn) at a user facility reported that a patient lost consciousness and reportedly experienced a cardiac arrest during hemodialysis (hd) treatment. Upon follow up with the clinic manager (cm), it was reported that this occurred 2.5 hours into the patient¿s hd treatment on a fresenius 2008t machine. Per the cm, the patient initially lost consciousness with a recorded blood pressure (bp) of 95/66 and pulse of 47. The patient received 1000ml of normal saline (per standing orders) and cardiopulmonary resuscitation (CPR) was initiated. The patient subsequently regained consciousness and was reportedly stable. However, ems arrived in the clinic and took the patient to the hospital for further evaluation. According to the cm, the patient was ruled out for a myocardial infarction and did not receive any medical intervention in the hospital. The patient was discharged to their home in less than 24 hours and was not admitted. The patient has returned to normal scheduled hd treatment without any further reported issues. The cm stated the machine did not have any issues during the treatment and was not suspected to have malfunctioned in anyway. Per clinic policy, the cm stated the machine was pulled from the floor for further evaluation. The machine passed all functional testing and was subsequently returned to service. It was stated the event was believed to be related to low blood pressure from the process of dialysis; an expected side effect from the treatment and not a machine issue.